Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly experienced an issue with their infusion set where the insulin flow was obstructed. The blockage was identified to be located in the tubing of the infusion set. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number and expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6007941 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for the lot 6007941 were previously tested in the (B)(4) on 13/feb/2025. Additionally, a visual inspection and flow test were performed. Test results: visual test according to work instruction (wi) version 1 on reference samples under section 6.21, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples under section 6.1, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used a special investigation. Device history record (DHR) review: packing the lot 6007941 was manufactured according to the wi version 115 manufactured in the line 3, on 10/jul/2024, with a total of (B)(4) units. Gluing of tubing the lot 4f04605 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc09, on 28/jun/2024, with a total of (B)(4) units. The lot 4f04604 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc09, on 30/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 02/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6007941 and another 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.